Event description:
Suspected loose tibia found nothing, changed to a larger talus and tibia components. Revised for pain.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and lot codes required to retrieve the device history records and search the complaint database were not provided. Provided information states it was suspected that the tibia was loose but found nothing and changed to a larger talus and tibia. The investigation could not draw any conclusions about the reported event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.